Manufacturer narrative:
Unit received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. Unable to perform displacement test. Per visual inspection there were traces of corrosion on the electronic board, assembly, and motor. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.